Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a severely tortuous lesion in the distal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during delivery to the lesion. It was stated that an attempt was made to stent the previously stented circumflex artery, to the distal end. One non-medtronic guide extension catheter and two wires were used to pass the resolute onyx stent, however, it was unsuccessful due to resistance encountered. An attempt was then made to remove the stent, however upon removing the stent delivery system it was noticed that the stent was no longer on the balloon. The vessel was screened and a shadow was seen in the vessel that looked like the dislodged stent. A different stent was attempted to be used to secure the floating stent but was unsuccessful. The stent was not removed. No further patient injury was reported.

Manufacturer narrative:
Additional information: the resolute onyx stent was being used to treat a lesion in the om branch. The left circumflex (cx) artery also had mild calcification. There was no previous stent implanted in the cx artery. The lesion was pre-dilated with a semi-compliant balloon. It was stated that an attempt was made to stent the previously stented om artery, to the distal end. A different resolute onyx stent was attempted to be used to secure the floating stent but was unsuccessful and this stent was not deployed. Attempts were made to appose the stent against the vessel wall but were unsuccessful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Additional information: the lesion was mildly calcified located in the distal circumflex (cx) and obtuse marginal (om) vessels with 80-90% stenosis. The lesion was pre-dilated. There was a previous stent implanted in mid part of obtuse marginal vessel, which was previously deployed in a tortuous segment of the om. The resolute onyx stent did not pass through old stent struts, because before the deployment of this stent the lesion was pre-dilated with a semi compliant balloon. An attempt was made to pass through the already deployed stent. Excessive force was not used. There was some resistance when attempting to pull back the stent. Excessive force was not used. A different resolute onyx stent (pli20) was attempted to be used to secure the floating stent but was unsuccessful. It was not possible to deploy the stent because the wire came back as well when stent was dislodged, and further attempts with the new stent and balloon were unsuccessful. It was not possible to appose the stent against the vessel wall. Patient age, sex and weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.